Event description:
The distal tip of the .018 guidewire detached during a nephrostomy tube placement. The tip was retrieved with a clamp and a second unit was used to successfully complete the procedure without pt complications. This device has not been returned for evaluation. Therefore, no failure analysis is available. Co's follow up revealed resistance was encountered upon removal of the guidewire. Co believes continual removal attempts against resistance contributed to this event and do not attribute it to the device. However, without evaluating the device, co cannot determine the exact cause for this event. Co's directions for use state: "withdrawal of the .018/.038 wires should be smooth and without resistance. If resistance is felt, carefully remove wire(s) and system as unit."

Manufacturer narrative:
This device was returned, evaluated and retained by this MFR. The wire was returned to two pieces. The engineering evaluation revealed the guidewire was broken approx. 2-3 centimeters from the distal end of the wire. The remaining portion of the flat wire wrap had completely unraveled from around the core wire. The guidewire was badly bent in multiple locations. Follow up indicated resistance was encountered upon removal and co's engineering evaluation revealed characteristics consistent with resistance upon removal, multiple bends and unraveling. Co believes this contributed to this event and does not attribute it to the device.